Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that a half hours ago the patient started getting a bad shock. Their hands and head started shaking for a minute or two. The shaking had stopped now, and they were feeling a little better, but one of their hands feels like a shocking. It was also noted there was a bruise where the implant was at least 3/4 of an inch in length. They noticed the bruise maybe a couple days ago, but the patient said they hadn't had any falls or hadn't hit anything. No further complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the shocking, shaking, and bruise was not determined. The patient was seen in the office and it was noted the bruise was healing. The device was interrogated on (B)(6) and normal without bruise. It was stated the shocking, shaking, and bruise had been resolved. Refer to (B)(4) for details pertaining to the awful shock when ins died.